Event description:
It was reported that the device went to eri status approx. 52 months after the implantation. The device was explanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The device interrogation revealed the eri battery status, confirming the clinical observation, which was triggered on (B)(6) 2022. The pacemaker was implanted for approximately 52 months. The archive data and the programmed parameters were inspected. High atrial pacing outputs up to 5.4v and 1.0ms were documented in the archive data. This represents a high current program, which results in a faster battery discharge. The amount of charge taken from the battery was verified and the battery condition was found to be normal and as expected based on the programmed settings and the overall current consumption. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses in eri mode proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. Further analysis showed that the pacemaker triggered the eri battery status correctly based on the remaining battery capacity and the programmed parameters. However, the displayed time to eri during follow-up was not consistent with the actual eri detection of this pacemaker. Analysis of the programmer software revealed an inaccuracy of the time to eri display on the programmer. The nominal longevity and the eri activation algorithms of the pacemaker worked as expected. Please note, that in general, a minimum of 6 months remaining service time starting from eri detection is guaranteed, independent of the programmed parameters. Thus, a specific proportion of battery capacity must be reserved by the pacemaker for the service time after eri detection. Due to a conservative battery management an additional 6 months safety margin is provided, resulting in a typical remaining service time of about 12 months after eri detection. In conclusion, despite the displayed inconsistency of the time to eri display during follow-up and the actual eri detection by the pacemaker, there was no risk for the patient, as there would have been sufficient remaining service time left after eri detection.